Manufacturer narrative:
(B)(4). The product was not returned for analysis; the return of the device may have assisted in the investigation. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, the needle trajectory of every device which is the cause for a cuff-miss, is checked during manufacturing. Another contributing factor to this event is user technique, such as, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Information concerning user technique was not provided. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Furthermore, a femoral angiogram was not taken. Instructions for use, under smc device placement directs the user to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery to fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. Patient had a history of prior bypass procedure and prior arteriotomy in the same groin and prior device closure, as well as presence of scar tissue and calcification in the artery. Based on the reported condition of the patients artery (history of bypass procedure, prior arteriotomy in the same groin, and prior device closure, presence of scar tissue and calcification); and the users deviation from the instruction for use (not taking an angiogram) the likely cause for the reported cuff miss that lead. A review of the database was not performed because the device lot number was not reported.

Event description:
It was reported that an arteriotomy closure of a calcified and scarred right common femoral artery was attempted using a perclose proglide device, using the preclose technique, prior to a stent graft procedure using a 6f sheath. Reportedly, a needle to cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in training in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Femoral angiogram was not performed. Per the instructions for use; warnings - perform a femoral angiogram to verify the location of the puncture site. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information the other perclose proglide is being reported under a separate medwatch report number.